Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm 9 cm or larger. Vessel morphology is unknown. A review of records revealed that two endurant stent grafts were implanted 15 months after the index procedure for unknown reasons. It was reported that on an unknown date approximately 3 years after the index procedure, the patient presented emergently, symptoms unknown. An angiogram was performed, and the left side was found to be occluded. The right side limb was kinked and floating in the right iliac aneurysmal sac, which was over 4 cm in diameter. There was also a type ib endoleak on the right side limb. To resolve the type ib on the right contralateral side and the associated aneurysm, the physician accessed the gate from the arm and snared the wire from below. The physicians then used a body floss technique to implant three endurant ii stent grafts to cover the aneurysm, extending into the right external iliac artery. A fem-fem bypass was used to resolve the occlusion on the left side. The cause of the occlusion is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).